Event description:
It was reported that the implantable neurostimulator (ins) was removed in 2009 or 2010 due to "lots of complications" and infections but the leads were left implanted in the patient. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3093-28, lot # v005692, implanted: (B)(6) 2006, product type lead.